Event description:
It was reported that, "when you measure a screw there are marks on top of the screw caddy that are off by 2mm short. The 2 caddies out of the 5 at this hospital are off by 2mm."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.